Manufacturer narrative:
To date, product has not been returned for further investigation. Xtra 1 button precision meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2003, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. The device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Performed visual inspection on returned meter. Meter did not power on with button depression, cal bar or test strip insertion. The meter was de-cased and corrosion on circuit board was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.